Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the sapien xt valve being positioned within a pre-existing surgical valve is a likely contributing factor for the regurgitation. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario.

Event description:
As reported by our affiliates in (B)(4), approximately 4 years and 9 months post implant of an edwards physio surgical valve of unknown model and size, the patient had mitral regurgitation iii-IV and a 26mm sapien xt was implanted within the surgical valve. The sapien xt valve was deployed with 1cc of additional inflation volume and landed in a 50:50 atrium/ventricle (a/v) position. After deployment, the valve moved in the direction of the atrium. The delivery system was used to correct the valve position and was post-dilated with an additional 2cc of inflation volume. The valve appeared stable in a 20:80 a/v position. Tee showed moderate to severe pvl and cai mitral insufficiency I-ii. A second 26mm sapien xt valve was deployed more ventricular with an additional 4cc of inflation volume and there was no cai and mild pvl. At the time of the report the patient was stable.